Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during use of the cardiac resynchronization therapy defibrillator (crt-d), epigastric pain followed by shock. Review of transmission data indicated shock therapy was administered by the crt-d for an arrhythmia that appears to have 1:1 conduction. The crt-d remains in use. No further patient complications have been reported as a result of this event.